Manufacturer narrative:
Livanova received a report stating that the centrifugal pump revolution 5 was found to be noisy during the procedure. The patient reported hemolysis and jaundice. On (B)(6), 2021, livanova was informed the patient has died. Date and reason for patient death are unknown. The revolution unit was not made available for return. However, pictures of the involved revolution pump were provided by the customer, clearly revealing a revolution upper hub damage. The analysis of the livanova complaints database reveled that one similar complaint related to the involved revolution lot. On the other hand, DHR verification did not reveal any relevant information possibly linked with the claimed defect. The device passed all release tests, including spin test to verify correct rotation. Based on the collected information, the reported noise during the procedure was due to a damage of the revolution upper hub related to presence of possible blood clot and/or device mechanical issue. Livanova has opened a CAPA to address the damage of the white upper hub of revolution pumps during ECMO procedures. As for patient hemolysis and jaundice, it shall be noticed that hemolysis is a known risk while using a centrifugal pump. A device contribution in the reported hemolysis cannot be ruled out. However, also patient condition can be the reason of the hemolysis. According to literature, jaundice seems to be linked to the autoimmune anemia (see additional information provided by physician) rather than any device malfunction. Finally, as for patient outcome, it is unknown when the patient has died and reasons why this has occurred. Therefore, no direct correlation with device failure could be established. Accordingly, physician did not identify any obvious evidence to show it is related with our pump noise. Since no device correlation could be identified, no further specific action was currently deemed necessary, livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
Patient information were not provided. The expiration date refers to the sterile finished product. The complained centrifugal pump revolution 5 (catalog number 050537cn, lot 2010200151) is not distributed in the USA, therefore the UDI is not applicable. The centrifugal pump revolution 5 item 050537cn is similar to the revolution centrifugal blood pump item 050300700, which is distributed in the USA, for which the device identifier is (B)(4). The product item 050537cn is not distributed in the USA, but it is similar to the item 050300700, which is distributed in the USA (510(k) number: k190650). The device manufacture date refers to manufacture date of the sterile, finished oxygenator. Sorin group (B)(4) manufactures the complained centrifugal pump revolution 5 (catalog number 050537cn). The incident occurred in (B)(6). On october 08th, 2021, livanova was informed. The patient has died (date unknown, reason unknown). When the noise was detected, medical team elected to replace the pump head, and the noise disappeared, and the situation improved a little. Blood gas data did not significantly modify before and after the change of pump head, while the hemolysis index of bilirubin decreased significantly after the replacement. No repositioning of the cannula occurred, and no drug was administered to the patient. According to the physician it is not clear that if the blood damage is related to the pump noise, as the patient has autoimmune hemolytic anemia. All they can see is the blood stratification phenomenon was resolved after replacement of the pump head. The issue occurred at blood flow of 4l and 2800 rpm (before and after revolution change-out); the inlet revolution pressure (suction pressure), pre and post oxygenator pressures were not monitored during the whole support (before and after revolution change-out). Act value during the entire ECMO procedure was 160-200. Customer noted a decrease in blood flow and this was mitigated by replenishing it. No obvious chattering observed. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report. Device not available.

Event description:
Sorin group (B)(4) has received a report of revolution pump noise during support. The patient reported hemolysis and jaundice.